Event description:
It was reported that in a revision surgery the tmj implant was changed to an tmj all-ti implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, h4, h6. It was confirmed by the surgeon that the tmj device did not cause or contribute to the reported event. The patient's initial tmj implants (ID# (B)(6)) were not the cause of ongoing symptoms such as airway issues, maxillary pain, and delayed healing, which were attributed to the lefort procedure. A revision surgery involving a lefort redo and repositioning of the right tmj implant (ID# (B)(6)) was successfully performed on (B)(6), 2025, with no further treatment planned and a positive patient response reported. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.